Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending coronary artery (lad). A 10/2.25 flextome cutting balloon was selected for use. During the procedure, at first dilation, it was noted that the balloon ruptured at 6atm. The procedure was completed using a different device. There was no additional intervention done. No patient complications were reported and patient's status post procedure is stable.